Event description:
The following information was reported to kci by the patient: the patient alleged that v.a.c. Therapy did not work for him. The patient alleged experiencing "pins and needles on application site, redness and infection developed later." The patient reported that he "turned red all around the area where v.a.c. Therapy was placed and has been taking antibiotics for it." On (B)(6) 2015, kci received the patient's medical records. Note dated (B)(6) 2015 stated the following: "received call from home health saying the patient's wound looked infected and they removed vac dressing (B)(6)....spoke with physician and orders given to hold vac and start IV [intravenous] vancomycin [antibiotics] for 2 weeks. "Note dated (B)(6) 2015 stated the following: "could not tolerate vac. Not making good progress, healing stalled, getting vancomycin at dialysis." On (B)(6) 2015, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2015, the device was placed with the patient. On (B)(6) 2015, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operation malfunction with the unit.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged infection is related to v.a.c. Therapy, it is unknown if an infection was confirmed via culture nor if the antibiotic therapy was prophylactic.